Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite needle-free valve a complete blockage was found. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2021, the patient was admitted to the hospital due to dizziness. On (B)(6), intravenous infusion therapy was performed. The needle-free closed infusion connector was used to connect the intravenous indwelling needle. There was no liquid outflow from the indwelling needle. The liquid is flushed out of the joint, and finally another needleless closed infusion joint is exchanged for infusion. No harm to the patient.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 20126485. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20126485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process. Additionally, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance.

Event description:
It was reported while using alaris smartsite needle-free valve a complete blockage was found. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, the patient was admitted to the hospital due to dizziness. On (B)(6), intravenous infusion therapy was performed. The needle-free closed infusion connector was used to connect the intravenous indwelling needle. There was no liquid outflow from the indwelling needle. The liquid is flushed out of the joint, and finally another needleless closed infusion joint is exchanged for infusion. No harm to the patient.